Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer was unable to clear the alarm. It was also found insulin was squirting out of the insulin pump when the customer attempted to prime. The customer stated they had a back-up insulin pump. Customer's blood glucose was 11.1 mmol/l. No additional information provided.